Manufacturer narrative:
The technical assistance center informed the customer that the subject device is discontinued. Based the troubleshooting results, it was believed that there was a malfunction from the lcd panel backlight or inverter circuit. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that the high definition liquid crystal display monitor displayed no image as the tally led (light-emitting diode ) was blinking. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the no image issue is attributed to the following: failure of the image processing board, failure of the lcd panel. Both of the above are presumed to be caused by aging deterioration because 7 years and 10 months have passed since the delivery. Olympus will continue to monitor complaints for this device.